Event description:
It was reported that the patient's stimulation was "revised," but it did not work. The patient had a "revision" in february and she would set the stimulation at "10.0 amps" and still not feel stimulation. The patient stated that she had "too much" scar tissue and her entire system was removed. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).